Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the device implanted into a patient with a clear liquid leaking from a split in the catheter tubing. No details of the split could be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient underwent placement of a peripherally inserted central catheter (PICC) at our hospital's PICC clinic on (B)(6) 2025. Routine maintenance was performed, and the catheter functioned normally. On (B)(6) 2025, during intravenous infusion in the ward, a tear was discovered at the 40cm mark of the exposed segment of the peripherally inserted central catheter, resulting in medication leakage. The nurse promptly trimmed the affected section and reconnected the catheter, restoring normal function. No adverse consequences were observed in the patient. To prevent injury to the patient; the catheter was secured without using a serox clamp, instead fixed directly with a dressing. The catheter at the edge of the dressing was secured using medical tape in a butterfly cross pattern.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.